Event description:
The customer reported erroneous high white blood cell (wbc) test results were generated for one patient sample when using the coulter act diff 2 analyzer. Review of data provided by the customer identified an erroneous low platelet count was also generated for the patient sample. The analyzer was generating aperture alert messages for the wbc parameter, which was reported as a recurring issue. The initial test results were reported out of the laboratory. The patient was sent to the hospital and another sample was drawn and tested with lower wbc and higher platelet test results obtained. The customer discontinued use of the analyzer and a beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no death, injury or affect to patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the main board and installed a new act lyse reagent to resolve the issue. Probable cause of the discrepant results was determined to be the main board that was replaced. This MDR is related to MDR 1061932-2014-02988 for a similar event reported on (B)(4) 2014.